Event description:
Boston scientific received information that during a routine follow up appointment it was noted that this atrial lead had impedance measurements greater than 3000 ohms from approximately three months ago. However, testing impedances in the clinic were normal. Technical services discussed checking the daily measurements for other out of range measurements and discussed performing isometrics for potential lead issue.

Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report will be updated.